Event description:
When power switch is activated, unit turns on but screen freezes. Lock-up and shows preamp url.

Manufacturer narrative:
The evaluation of the device duplicated the reported problem of 'when power switch is activated, unit turns on but screen freezes. Locks-up and shows preamp url'. The evaluation indicated that the reported problem was caused by an intermittent connection on u214 on the motherboard. U214 is the motherboard's eprom containing the microprocessor's program. An intermittent connection can interrupt the start-up of the motherboard which may not allow the device to properly start. The socket and integrated circuit were cleaned per a preventive maintenance procedure. Once the procedure wa executed the reported problem could not be duplicated. The device was then tested and found to perform in accordance with it specifications.